Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The customer stated that the drive support cap was sticking out. The blood glucose reading was unknown. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.